Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and found that the pdu had no led indication. A review of system log files showed the pdu control module power failed due to a malfunctioning pdu fan tray and dcps, confirming the reported issue. The philips field service engineer (fse) inspected the system and upon troubleshooting found the pdu fan tray was faulty. The fse replaced pdu fantray and dcps to resolve the issue and restored normal functionality of the system. After replacement, the system was returned to use in good working order. The failure of the pdu fantray and dcps can be attributed to the issues resolved in philips correction 2024-igt-bst-024. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.